Event description:
It was reported that clinician and/or any patients have encountered hematoma, loss of vascular access, vessel injury, while using the microintroducer in this case / for this patient. Insertion was in anticubital.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.